Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that they had the adapters but they did not use them as they thought that the adapters were thrown away. Tac discussed the purpose of the air/water channel cleaning adapter and it's use during the required precleaning steps. Utilizing a scope, tac discussed and demonstrated all of the required precleaning steps as indicated in the reprocessing manual including the use of the air/water channel cleaning adapter. The issue was resolved. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera ii colonovideoscope had issues with reprocessing. It was noted that the customer was not using the air/water channel cleaning adapter during pre-cleaning. The issue was found during reprocessing. There were no reports of patient harm associated with this event.